Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed into two segments. Resistance tests were completed on both segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high out-of-range impedance measurements. The lead was repositioned but the impedances were still out-of-range. The lead was tested with the pacing system analyzer (psa) and the out-of-range measurements persisted. The lead was explanted and replaced. No adverse patient effects were reported.